Manufacturer narrative:
(B)(4). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It was reported that during knee arthroplasty the bottom portion of the provisional fractured. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The returned device was fractured on the medial side of the post and exhibited signs of repeated use. The device history records were reviewed and no discrepancies were identified. Analysis of tasps has identified low cycle fatigue culminating in bending overload failure. However, a definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.